Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a recurring power error that was not resolved through previous troubleshooting. Customer reported that a replacement battery cap did not resolve the issue either. Blood glucose level at the time of the incident was 459 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.